Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherland, on (B)(6) 2024, the patient reported that infusion set came off earlier after showering. No further information available.